Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "spo2 not reading right." The customer also reported "alarms e23, sensor off finger." No consequences or impact to patient were reported.